Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap transfer set that was damaged. It was stated that the transfer set was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.